Event description:
This literature article from forensic scientific medical pathology sited in sections 1 (2008) 4116-121/do1 10.10071~12024-007-9001-0 with the title of fatal migration of vena caval filters states that post ivc filter implantation, the pt died and it was discovered on autopsy that the filter had migrated to the right atrium. This was a morbidly obese pt (bmi 47%) with unk medical history. The pt was admitted to the hospital with dyspnea, tachycardia, and oxygen desaturation. She was diagnosed with dvt and pulmonary embolism. A contrast CT scan of the chest revealed bilateral pulmonary emboli, and a subsequent venous duplex scan of the left leg showed acute thrombosis in the popliteal vein. The CT scan demonstrated large emboli (2.4 and 2.5 cm) in the right and left distal pulmonary arteries with bilateral upper and lower lobe branch involvement. Treatment included IV heparin administration. One trapease filter was placed at l3 vertebral level under fluoroscopy. Contrast medium was injected through the catheter outlining the position of the renal veins at the l1 vertebral level. Following placement of the filter, a second angiogram of the vena cava showed excellent position of the filter and flow through the vena cava and outlining of the renal veins well above the filter. The pt was started on warfarin therapy and subsequently discharged to home. Six days post discharge, the pt collapsed at home and resuscitation was attempted, however, was unsuccessful. An autopsy was performed that revealed the trapease filter lodged in the right atrium/tricuspid valve, with attached cord-like thrombo-embolism. The tricuspid valve had focal penetrations and lacerations (0.1-0.2 cm). No injury of the ivc was recognized at autopsy. The filter is unavailable to analysis. There is no sterile lot number info available thus, no DHR could be performed. Filter migration and death are known potential adverse events associated with ivc filter implantation. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. In this case, the pt received CPR, and it is not known exactly why the pt collapsed at home. There was evidence of appropriate filter implantation as captured by the control angiogram after implantation. This pt had pre-existing dvt and pulmonary emboli. Filter migration could have been associated with overburden of clot or traumatic movement during CPR. Review of the info suggests pt and resuscitation factors that may have contributed to the unfortunate events.

Manufacturer narrative:
Filter migration and death are known potential adverse events associated with ivc filter implantation. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. In this case, the pt received CPR, and it is not known exactly why the pt collapsed at home. There was evidence of appropriate filter implantation as captured by the control angiogram after implantation. This pt had pre-existing dvt and pulmonary emboli. Filter migration could have been associated with overburden of clot or traumatic movement during CPR. Review of the info suggests pt and resuscitation factors that may have contributed to the unfortunate events.